Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during kit inspection on 19-jan-2024 the ratchet handle of the device would not perform the move up and down motion. There was no patient involvement with no harm or delay reported. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, g3, g6, h2, h3 h6, h11. Review of the most recent repair record determined the ratchet handle would not move up and down, and the device would not mesh properly. The cutter was replaced and the ratchet handle was disassembled and cleaned and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.